Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that needles off from sutures. 2 single package without needles. Detected before use. No further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.66 kgf in average and 0.55 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) furthermore, needle attachment strength results before releasing the product were 0.49 kgf in average and 0.29 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.